Event description:
It was reported that the stenoscope system would not hold the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sequence memory was replaced during the service call.